Event description:
The customer reported that the system turned on, but would not complete boot up. The field engineer noted that the system would freeze (lock up) and would not reboot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.